Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, the amplifier lost connection to the precision system and couldn't be reestablished. All parts were swapped between the amplifier and computer but the issue remained. The patient was prepped for the procedure when the case had to be cancelled. There were no adverse consequences to the patient. Further troubleshooting determined the issue was due to the media converter.